Event description:
During a open rectum resection procedure, the instrument fired but did not cut and had to be resected out of the bowel. No further info is available. The case was completed with a like device with no pt consequence.